Manufacturer narrative:
The customer later contacted physio-control and requested that their device be examined. A physio-control service representative evaluated the customer's device and verified the reported failure. Physio-control provided the customer with a quote for the repairs necessary. Due to the costs associated with repair the customer declined further service.the cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the biomed at the facility with technical assistance. Physio offered to have a service representative evaluate and repair the device, which the customer declined, stating that they needed approval before proceeding. Physio has since made multiple attempts to contact the customer regarding the reported issue. No response from the customer has been forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.